Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a failed battery test alarm, a button error alarm, and a keypad anomaly. The customer's blood glucose level was 132 mg/dl. The customer was shipped a replacement battery cap and was advised to call back to troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. The insulin pump was monitored and tested with no failed battery test and unexpected battery out limit alarm noted.